Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 220 mg/dl. The customer alleged that the pump was not delivering insulin properly. Multiple attempts were made by tandem technical support, however, no response was received.